Manufacturer narrative:
Analysis was normal.

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited intermittent capture. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.